Manufacturer narrative:
The device was evaluated onsite by a zoll representative and the customer report was observed intermittently. Upon arrival at zoll, the fault was no longer duplicated. Vigorous testing was unable to reproduce the error. The defib connector was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.